Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed there was no image displayed due to noise caused by a defective cable. In addition, the cable demonstrated damage from fluid ingress. The following defects were found by service during the device evaluation: the video connector was damaged. A leak was observed in the main control unit due to a crack. The camera head demonstrated moisture due to a crack in the main control unit. The lens was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was no image on the subject device. There was no report of patient or user injury due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that the cause was flooding or disconnection due to cracks in the main body, which was pointed out by the repair department. The cause of cracks and disconnections could not be estimated. Olympus will continue to monitor field performance for this device.